Event description:
A customer contacted physio-control to report that their device would not provide synchronized shock during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Section b5, executive summary of the initial medwatch report indicates a customer contacted physio-control to report that their device would not provide defibrillation shock during patient use section b5, executive summary of the initial medwatch report should indicate a customer contacted physio-control to report that their device would not provide synchronized shock during patient use. MDR 0003015876-2020-00195 was sent in error and is not a reportable event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information. Patient fields in which information is not provided were intentionally left blank. A physio-control service technician evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not provide defibrillation shock during patient use. The patient associated with the reported event was not harmed.